Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power cord of the remote monitor got burned. No troubleshooting taken. A new power cord will be sent out. The patient may call back if the remote monitor does not power on. The monitor remains in use. No patient complications have been reported as a result of this event.